Manufacturer narrative:
Reported event. An event regarding wear involving a mako screw was reported. The event was confirmed. Method & results. Product evaluation and results: functional inspection confirmed the reported event. Thread head is worn out, thus causing the device not to function. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
During femoral rasping, the rasp did not enter as smoothly as anticipated. After rasping, the surgeon noted that the checkpoint screw and variable screw were loose. Upon post-operative examination of the screws, both were found to have worn tips.